Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, user mentioned that power chord made crackling sound and station unable to turn on. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the power chord was making crackling sound, and the station was not turning on. A field service engineer (fse) replaced (121085) the ribbon cable and (151630) bus controller on auxiliary drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.